Event description:
Customer called to report the standard strip running out of range, even after cleaning twice. Troubleshooting by phone revealed that the stand and strip read 52 with a range of 78-104. The device was replaced and the defective one was returned for evaluation.